Manufacturer narrative:
A representative went to the site to preform a system check out. It was noted that the door will not close, and that the dingus was misaligned. They reseated the dingus on correct tooth of gear, and verified that the door closed. They rehomed the system, and the system checkout performed. There were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system will not close. There was no patient present and no trouble shooting was preformed.